Event description:
Reporter alleged discovering battery acid in the battery compartment of the blood glucose monitoring device. Reporter stated replacing batteries and still being able to find a battery acid or leaking material inside the compartment. Reporter indicated there were no injuries associated with alleged incident. A request was made for the return of the suspect device and replacement product was sent.